Event description:
A femoral tulip ivc filter was placed in a female with dvt and pe in early 2009. The filter was placed trans-femorally because of difficult passage of wire from the jugular. Placement occurred without incident. Retrieval was attempted approx four and a half months later. Access was gained by using a cook .035 angled 180 cm hiwire along with the cook filter retrieval set. First angiogram showed filter to be somewhat tilted and still in place. The physician snared the filter on the first try. Under fluoro, it looked like he was able to collapse the filter, but was unable to completely cover the filter with the sheath nor pull it from the caval wall. The decision was then made to leave the filter in as a permanent filter. Later review of films looked to the physician like at least two filter feet were penetrating out of the caval wall. As of fifteen days later, the physician reported that the patient is well with no ill effect from the retrieval attempt. The patient will follow up in two weeks.

Manufacturer narrative:
Event evaluation: still under investigation.